Event description:
Additional information was received, by refractive account manager. That the patient was still not achieving great vision. The doctor has now noted, corneal scarring and irregular astigmatism post op. And has performed a corneal topography. The corneal swelling post implantation resolved, after approximately (B)(6) weeks. The less than good visual outcomes may not be, due to the implant, as per medical affair team. Instead it could be, due to other factors, such as corneal scarring and irregular astigmatism post-op as described below (however not sure of this).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that 4 weeks post intraocular lens (iol) implant the patient¿s vision was 6/12. The doctor feels the visual acuity is due to corneal edema. There has been no previous corneal pathology. The doctor noted some haze during surgery. Additional information was requested.